Manufacturer narrative:
Cynosure's clinical team investigated the event and confirmed user error was involved. Per clinical's assessment, "when the physician completed the platysma band division, the suture rod may have been passed intradermally, scraping/passing deep dermis and when the suture was used to cut the bands it could have created dermal damage on the left side of the treatment area." The provider also used too little tumescence for the procedure. This could have affected the ability to lift the skin away from the muscle and contribute to dermal damage with the suture causing scar tissue. Patient was injected with 0.3cc kenalog 40 in the deep scar area for medical intervention. This is a reportable adverse event due to patient receiving medical intervention.

Event description:
It was reported that patient experienced inflammation and scar tissue 4 days post myellevate treatment.